Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The insulin pump alarmed for no delivery during the displacement test and excessive no delivery alarm test due to a faulty force sensor resistor. No motor error alarm could be verified due to the excessive no delivery alarm. The motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a broken belt clip slot and cracked battery tube threads.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 69 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.